Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument jaws did not get stuck after testing. The instrument passed the electric continuity test. There was no problem detected. Further review of the system logs showed an e-100 recoverable error instrument high initial starting impedance error, which could be related to an attempt to seal tissue too thick. The error is not likely to be related to the unclamping issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia repair procedure, the user clamped onto some tissue with a vessel sealer extend (vse) instrument, and it did not release. The universal surgical manipulator (usm) led turned from blue to orange. The surgeon asked the scrub assistant to move the usm to see if that would do anything. When that failed, the surgeon requested that the vse instrument be pulled out, even though it was clamped onto the tissue. The following information is unknown: if the customer attempted to manually open the jaws of the vse instrument by using the grip release slider on the instrument's housing and if tissue was damaged during removal of the instrument. Once the vse instrument was pulled out of the trocar, the led on the usm turned from orange to blue. The surgeon requested that the vse instrument be reinserted into the trocar. After a couple of seals, the vse instrument did not work anymore. Use of the instrument was discontinued, and it was replaced with the backup instrument. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A system log review was performed, and the logs show that the vessel sealer extend (vse) instrument was installed 3 times and passed homing all 3 times. The instrument performed 34 complete cut events. It captured 1 instance of a recoverable error "instrument high initial starting impedance." The timestamp aligns with the instrument that was installed. Per the vse instrument user manual, the following is noted: "the grip release slider on the instrument housing can be used to facilitate removal of the instrument in the event of a system fault, power loss, or communication failure with the vessel sealer extend. If the instrument jaws are holding tissue, the grip release slider allows the patient-side operator to manually open the jaws to release the tissue. The instrument release kit contains an instruction card attached to the wrench and provides a quick reference with illustrated instructions. Be sure to keep a sterile instrument release kit in an accessible location. Do not use the grip release wrench on the instrument.".